Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. High bg was addressed by taking a manual correction injection. Customer reloaded the original cartridge to resolve the issue.